Event description:
The customer reported an error 10004, which is a synchronization time out error. There was no pt harm reported.

Manufacturer narrative:
(B)(4). The error 10004 indicates a cycle power message, which could impact the delivery of therapy and is therefore reportable. The device was sent to the philips bench for eval. The reported symptom was confirmed. The control pca was replaced to resolve the reported symptom. The device then passed all required testing and was returned to the customer site for use. Philips is considering this a malfunction of the control pca. Replacement of the control pca resolved the issue. No formal communication was requested and none provided.